Manufacturer narrative:
On december 14, 2020, novocure received additional information from the prescribing physician. Shortly after the patient began optune therapy, the biopsy incision site had broken down with fluid drainage. On (B)(6) 2020, the patient underwent a simple local wound revision procedure. Wound cultures tested positive for staphylococcus and patient was started on antibiotics. The biopsy wound continued to breakdown and on (B)(6) 2020, the patient underwent craniotomy wound revision and debridement. The cranium bone flap was removed with underlying osteomyelitis. Intraoperative cultures were positive for staphylococcus and the patient was started on long term intravenous (IV) antibiotics. The prescriber's opinion was that the biopsy site wound breakdown, staphylococcus infection and osteomyelitis were related to the wound breakdown of the right frontal biopsy site during optune therapy. Through an online obituary search, it was discovered that the patient died on (B)(6) 2020. Cause of death was gbm progression.

Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the ulceration cannot be ruled out. Novocure opinion is that the infection was secondary to surgery and not related to optune use. Patients with glioblastoma (gbm) have disease-specific risk factors for impaired wound healing and infection including prior radiation, chemotherapy, and prior surgery affecting skin integrity. This patient had a history of scalp cellulitis and wound dehiscence prior to the start of optune. Medical device site ulcer is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune arm of the trial (<1%). Wound infection is an expected event with device use and was reported in the ef-14 trial in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6) year-old male patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019. On (B)(6) 2019, patient's spouse reported that the patient was experiencing scalp pruritus. On (B)(6) 2019, novocure was informed that the patient had taken a one-week break from therapy due to "skin issues" and tumor progression. On (B)(6) 2020, novocure was informed by the spouse that the patient had developed a sore on the scalp from wearing the transducer arrays. According to the spouse, the ulceration was not located on the patient's resection scar but was under an area covered by the arrays. On an unspecified date, the patient received surgical treatment for the ulceration. Optune therapy was discontinued. On (B)(6) 2020, the patient visited a local urgent care facility due to an infection at the ulceration site. Prescribing physician was not able to provide any additional information about this event. Per the treating radiation oncologist, the ulceration was partly related to radiation therapy.